Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure using a paragon 28 intramedullary nail. On (B)(6) 2018, the initial reporter sent an x-ray showing a fracture of the metatarsal, stemming from the distal tip of the nail. A revision surgery was not reported. The implants associated with the case were not returned for physical analysis. The DHR records of implants at the site of fracture were reviewed. All records indicate the implants were manufactured according to specification.